Event description:
Orig surg: 1/16/98. Pt had femur cyst. Patient allegedly had asthma attack, rash around wound site, and drainage. Osteoset removed after 3 days and symptoms ceased. Allergy testing is not complete.